Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had alarmed motor error. It was reported that the customer's blood glucose level was normal. It was also reported that the insulin pump history showed some motor alarms. The product will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.